Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma and capsular contracture baker grade iii are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, capsular contracture baker grade iii, and rupture.

Event description:
Healthcare professional reported left side rupture, capsular contracture baker grade iii, seroma, mastalgia, folds, and axillary nodes. Device remains implanted.